Event description:
Further follow up information received from the healthcare professional (hcp) reported that the patient was seen by their physician in (B)(6) 2013 where their status was that they could still not walk. No additional information was obtained. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3389s-40 lot# va00cfp, implanted: 2012 (B)(6), product type lead product ID 3389s-40 lot# v985676, implanted: 2012 (B)(6), product type lead product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient woke up two days prior to report and could not walk. It was noted that the patient was taken to the ER and they ¿scanned his brain, but did not see anything wrong and said everything was okay.¿ it was further noted that the therapist that went to the house indicated that there was ¿no movement in the legs.¿ it was noted that there was no known accident or incident related to the complaint. It was noted that the right and left legs were affected. It was noted that the patient had tremor control as long as stimulation was turned on. It was noted that the implantable neurostimulator (ins) was on and the battery voltage was "good." Additional information was requested, but was not available as of the date of this report

Event description:
Follow up information reported that the patient was last seen at their clinic on (B)(6), 2013. At that time, the patient had problems with ambulation. The patient's doctor wanted the patient to have a cat scan because he was unable to find a reason for the patient's problem. The patient had a cat scan at an outside facility and they were supposed to return to clinic for follow-up to review the scan with the physician. There has been no follow-up since (B)(6) 2013 appointment and nothing was scheduled as of now. It was noted that the patient may be going to another clinic. It was also reported that the patient's symptoms had not improved. Their physician recommended that the patient turn off the implantable neurostimulator (ins) and turn it back on for short periods of time. It was reported that the patient did follow the recommendations but there was no improvement. In addition, it was reported that the ins was interrogated on (B)(6) 2013 and was noted to be functioning properly. Four days later further follow up information received from the healthcare professional (hcp) reported that they could not determine the root cause of the patient's symptoms. It was also reported that everything with the patient remained stable. The hcp had no additional information. If additional information is received, a follow up report will be sent.